Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure for left atrial appendage closure (laac) stroke reduction indication, a versacross connect laac kit was selected for use. During the insertion of watchman sheath and connect dilator over rf pigtail wire, the physician felt resistance. Upon further inspection, it was noted that the coating on the rf wire was buckled/separating from the wire itself at the straight end. Thus, a new kit was opened and the case was completed without further issue. No patient complications occurred. The device is not expected to be returned for analysis (disposed). The wire was first introduced through a non-boston scientific 6fr sheath at the right groin venous access site. Wire was frontloaded into the groin sheath, but the versacross dilator was never loaded onto the wire because the tip would not advance over the back of the wire.